Event description:
Customer reports, lancet will not retract into softclix. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.